Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers failed. A field service engineer checked the pyxibus cable for damage and swapped out the pyxis bus and module controller card but received no lights on the drawer upon startup. The fse tried a second card and got the same results, and then the half-height drawer was replaced, and the new drawer was addressed under the storage space configuration screen. Pharmacy staff verified that the new drawer is functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawers failed and were not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.